Event description:
A patient with an infected prolene mesh used in abdominal repair had the mesh removed on (B)(6) 2012 and acell device implanted. Drains were placed but when they were removed the patient developed a chronic seroma. On (B)(6) 2012 a wide debridement of the seroma wall and the remaining biologic was performed. The seroma walls were approximated and the patient has healed well.

Manufacturer narrative:
There was no direct report provided to acell regarding this event. The events were incidentally identified on a poster presented that related a retrospective study. A comprehensive investigation was immediately conducted on discovery. Although no lot number was confirmed, all possible lot numbers involved were examined and records purported they were manufactured and distributed sterile in compliance with FDA, state, local, and manufacturing operating procedures. There was no report of device failure at the time of surgery.